Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. This event was not resolved for some time and about a month and three weeks later, the patient experienced a recurrent bacterial peritonitis. The same day, the patient was hospitalized for the event. The patient was retrained on the proper aseptic technique and it was determined that peritonitis was not due to the break in aseptic technique. As a result, the cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was hospitalized for about two weeks before being discharged. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.